Event description:
The advocate stated that the customer tested his blood glucose and received readings between 200 and 300 mg/dl using his contour meter. He retested using another meter and received readings between 110-120 mg/dl. Depending on the actual readings, the difference could fall in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The advocate declined to troubleshoot the contour system. No product will be returned for eval at this time.